Event description:
A 28 mm diameter x 15 diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were severely tortuous with no calcification. It was reported that 14 months post stent graft implant the CT demonstrated a type I endoleak. It was reported that at the time of initial implant the stent graft was placed slightly lower then intended. The sortic neck has enlarged, due to disease progression. The physician has requested a talent stent graft, due to the size of the aortic neck, to treat the type I endoleak. There are no additional clinical sequelae reported and the pt is reported to be fine.